Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 21296772, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5000668/7026472, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also reported that the patient had weakness when turning the device up. Overstimulation in lower extremities was also noted. The patient underwent a revision procedure wherein the leads were replaced and a new ipg was added. The patient was doing well postoperatively. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also reported that the patient had weakness when turning the device up. Overstimulation in lower extremities was also noted. The patient underwent a revision procedure wherein the leads were replaced and a new ipg was added. The patient was doing well postoperatively. No device malfunction was suspected. Additional information was received that the patient underwent a lead replacement procedure due to lead migration.